Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. The directions for use for the pt interface show two different orientations for the pt interface depending on the eye that will undergo the procedure. Each orientation shows the tubing pointing toward the temporal region with respect to the eye that will undergo the procedure. The orientation serves as a check of the intended treatment settings as both must coincide as to which eye is being treated in order for treatment to occur, meaning that the pt interface must be in the os (left eye) orientation in order for the procedure to continue with the programmed settings for the left eye. If the orientation of the pt interface does not match the eye chosen in the programmed settings, the system will present a message to check the pt interface orientation when attempting to dock and will not allow the procedure to proceed. As the procedure for the left eye was able to be completed on the pt's right eye, it indicates that not only did the tech choose the incorrect programmed pattern, but the pt interface orientation was also incorrect and placed on the laser system in the os (left eye) orientation. The pt interface orientation is indicated in the directions for use, but is also a part of the training regimen that sites go through prior to using the laser system. The root cause of the reported event is user error. (B)(4).

Event description:
An orthoptist reported that a pt was prepared for surgery on the right eye. The treatment pattern was delivered; however, it was then noticed that the pattern which was selected and delivered was that of the left eye; consequently, the corneal incisions were incorrectly placed. The surgeon did not open those incisions, and created manual incisions in the correct location. The surgery was completed and there was no pt harm.